Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been rec'd. A f/u report will be submitted with investigation results should the devices be rec'd for evaluation.

Event description:
Customer reported the patient was en route to his room from radiology. Within seconds after exiting the elevator, the pump module started alarming for a communication error. A secondary of antibiotics was infusing at the time of the alarm. The pump module was removed from the system and inspected. The customer stated green corrosion was present on the top and bottom of the pins of the male iui connector. No patient harm or medical intervention was reported. Although requested, no add'l info was provided.